Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. UDI#: in the absence of a reported part number, the UDI cannot be calculated. Implant date - estimate. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation determined the reported issue is related to user error as the device was used past the expiration date. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported an unknown expired stent was implanted in the patient. No other information was provided.